Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and during hospitalization, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Three days after being admitted to the hospital, the patient was discharged and on an unreported date, the patient was recovered from the event. No further detail was provided regarding whether pd therapy was ongoing. No additional information is available.